Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a total fluid loss from the system. It was detailed that the fluid loss was identified because the device did not inflate anymore. The location and source of the fluid loss is suspected to be a connection. All components were removed and replaced with no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a total fluid loss from the system. It was detailed that the fluid loss was identified because the device did not inflate anymore. The location and source of the fluid loss is suspected to be a connection. All components were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified. The pump was visually inspected, and leak tested. Visual examination revealed that the poppet rod of the pump was misaligned, and the deflation ball was seated too far forward, due to that finding, the component was not functionally tested. No leaks were identified in the pump. The reservoir was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the reported clinical observation of a connector fluid leak could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.